Manufacturer narrative:
The log file of the affected device was made available and was analyzed for the investigation. Based on the log file review it could be confirmed that the device performed restarts due to a deeply discharged internal battery. The described unusual alarm likely refers to the piezo buzzer which activates during a restart procedure of the device. The root cause is either a faulty internal battery or a failure in the recharge procedure caused by the power supply. The issue can be solved by replacing the power supply and internal battery. The device conducts a regular battery test routine. This test interrupts external power sources and will switch to internal battery for 500ms. If the internal batteries are completely depleted, high ohmic and/or overaged and have no remaining capacity, the device restarts as a result of the internal battery test procedure. During a restart, the pneumatic system will open which reduces airway pressure to ambient pressure and enables spontaneous breathing for the patient. Such a restart lasts at most 12 seconds and the device immediately resumes the ventilation with the previous ventilation parameters. There is no user interaction necessary in order to resume the ventilation. The restart is indicated by the device by posting a device error of high priority. In the current event, the device reacted as specified. There were no patient health consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device gave a usual alarm and turned off during use on a patient. After restarting the device, it displayed english letters on the display. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.